Manufacturer narrative:
The product involved in the event was not returned for evaluation. A follow-up report will be provided upon conclusion of investigation. Medical action industries is the manufacturer of the convenience kit containing the complaint component, mc100 lot 14216147 purchased from specification developer, establishment: ICU medical de mexico, s. De r.l. De c.v. (FDA registration 9617594). Supplier corrective action request (scar) was submitted to the manufacturer on april 29, 2026. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
Mc100 microclave valve caps are exhibiting cracking and leakage. On (B)(6) 2026, the customer provided additional details indicating that the issue occurred during direct patient care, involving medication and blood leakage, with at least one affected patient developing a bloodstream infection. Medical intervention was required, including cap replacement, antibiotic treatment for the infection, and increased patient monitoring. No procedural delays were reported; the activity being performed at the time was routine central line cap changes under sterile conditions.